Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a nephrostomy procedure, from a ultrathane percutaneous pigtail nephrostomy set, the physician realized something felt awry during the insertion of the wire guide through the puncture needle, which previously punctured the patient's kidney. The physician removed the wire guide and noticed that the wire guide had started to unravel. Another ultrathane percutaneous pigtail nephrostomy set was used to complete the procedure. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation/evaluation: the investigation performed for this reported event included a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. A visual inspection and dimensional verification was also conducted during the investigation. One opened and used wire guide was returned for evaluation. The coil was unraveled, starting approximately 760 mm from the proximal end, with a part of the mandril protruding. The coil and mandril diameter was measured and was found to be within specifications. The needle was not returned; therefore, the failure could not be duplicated. The manufacturing documents in place at the time of the event were reviewed and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The device history record for lot number 8251829 was reviewed and no relevant non-conformances were reported. The device history record for the component lot numbers ic8048245 and ic7963759 were also reviewed, and no non-conformances were reported. A search of the complaints database revealed to date, this complaint to be the only reported complaint associated to the complaint lot number, 8251829. Furthermore, the current complaint is the only complaint associated with any of the component lot numbers. Percutaneous nephrostomy sets are supplied with the instructions for use (IFU), which provides warnings, precautions, and instructions for safe and effective deployment of the device. There are several steps to ensure the lumens and extensions of the catheter are functioning properly. Regarding the wire guide, the IFU states: 5. With rubber-shod forceps placed on the 18-gage needle at the depth previously gauged, the renal pelvis is entered as before. Free flow of urine indicates proper positioning. 6. A .038 inch, 3 mm safe-t-j wire guide is introduced and advanced under fluoroscopic control until it is well inside the renal pelvis or down the ureter (3 inches). 7. The introducing needle is withdrawn and the tract is dilated using the appropriate sequence of dilators passing over the wire guide, maintaining wire guide position utilizing fluoroscopic visualization. 8. Prior to introduction, the pigtail should be uncoiled. The nephrostomy catheter is introduced over the wire guide to a point where the pigtail portion is positioned in the renal pelvis, infundibulum or ureter as appropriate. To prevent accidental advancement or withdrawal of the wire guide, the location of its tip should be continuously monitored fluoroscopically. 9. Once catheter is properly positioned, the wire guide should be removed. It is possible based on the provided information that the root cause of this event is procedure related, however there is not enough evidence to identify a definitive root cause. The quality engineering risk assessment determined that no further action is warranted. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event.